Manufacturer narrative:
Customer could not identify which batch was involved in incident. Ethicon elected to evaluate both lot numbers. Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. One of the five strands of batch jhr395 had a value which fell below the average requirement, but not below the minimum individual strand requirement. A product inquiry records review was conducted and there have been no other inquiries of any type received for this batch number. (B-4) corrected to reflect date of notification.

Event description:
Suture breakage post-op. Approx 7-10 days following episiotomy procedure, suture breakage occurred requiring resulting to repair under local anesthesia in doctor's office.